Event description:
The user facility reported to terumo cardiovascular group that prior to cardiopulmonary bypass, during setup, they experienced difficulties in removing the luer cap from the arterial sampling line on the manifold. The manifold is located on the top of an x hardshell reservoir, which is provided within a cardiovascular procedure kit. No known impact or consequence to the patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).